Event description:
Patient implanted, date unknown, with a one level construct, level unknown, was discovered to have a rod slip through two locking caps. Patient was returned to the operating room on an unknown date and surgeon removed two screws, two locking caps and one rod, patient was revised to the same type new hardware. This is 5 of 5 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.